Event description:
Complainant alleged that during biomed testing, the device was unable to obtain ECG signal via the multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.